Event description:
Hospital staff forgot to install t-pin when attaching top to base.

Manufacturer narrative:
Contacted hospital concerning event and found the patient was not strapped to table and that the staff did not install t-pin to secure top to base. Customer requested in-service on how to safely use table.